Event description:
Two (2) days post CABG procedure, performed in 2007, the patient had to return to the operating room for cardiac tamponade. The doctor observed approximately 300 ml of clear fluid in the pericardium and assumed it was mostly marcaine. The doctor indicated that he was not sure whether the catheter caused the "low grade tamponade", but was suspicious, as the fluid in the pericardium was clear.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the information contained herein was based on the information provided by the initial reporter. It is noteworthy that the doctor in this case indicated that he would have an alternative catheter placement if he did not have good visualization in the primary placement. The technique in the catheter placement may have contributed to this adverse event. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.